Manufacturer narrative:
The device involved in the reported incident is not available. An investigation has been initiated based on the reported info.

Event description:
It was reported the pt fractured the articular portion off the proximal implant. The pt did not want the prosthesis replaced, she wanted an arthrodesis surgery which had not been scheduled to date. Additional info was requested numerous times by integra.